Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient could not feel the vibratory notifier of the fsca device during follow-up in clinic. It was noted that the clinician could feel the notifier when placing the hand over the device but the patient could not feel it. Physician decided to explant and replace the device. The patient tolerated the procedure well and was discharged post-procedure.

Manufacturer narrative:
The reported field event of patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.